Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 400 mg/dl, while wearing the pod between 36 and 48 hours.

Manufacturer narrative:
The device was received partially deployed. The pink slide insert was visible through the top housing viewing window and linkage assemble was observed to be fully retracted. The formed needle was observed to be protruding through the exposed portion of the soft cannula all the way to the distal tip. Upon opening the pod, the needle was observed to be dislodged from the slide retract. The download data showed that an 0x1c alarm was generated, indicating the pod expiration. It was confirmed that the device ran for 80 hours & delivered 1428 pulses. Under magnification, damage was found to the slide retract indicating the incorrect installation of hard cannula. The incorrectly installed hard cannula caused the exposed needle. The distal tip of the soft cannula was observed to be damaged due to the protruding formed needle. Fluid path test was conducted by manually rotating the ratchet gear. Fluid was still able to flow through the entire fluid path, as the damage caused to the soft cannula was just at the distal tip.